Manufacturer narrative:
(B)(4). Ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a footed position. A tier ii CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report of one ce multirate infusor lv2 device for which the reservoir ruptured immediately after completion of filling. The device was being filled with fentanyl citrate and ropivacaine hydrochloride hydrate. There was no patient injury or medical intervention. There was no patient involvement. This occurred prior to patient use. No additional information is available.